Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced persistent high glucose with a reported value of 400 mg/dl attributed to an insulin delivery occlusion while using a contact detach infusion set on the abdomen with a dexcom g7 continuous glucose monitor and the condition resolved after the user changed all disposable supplies, consistent with a complete blockage involving the tubing component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified in relation to a device component issue, with the medical device problem characterized as a complete blockage traced to the tube. It was concluded, based on previously established findings for similar reports, that the cause was component failure.